Manufacturer narrative:
(B)(4). A sample is reported to be available, but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance about a hole that was found in a continue-flo solution set. The medication used was some kind of an unknown antibiotic. The hole was found somewhere in the center of the set and looked like a pin hole. This hole was noticed at the time the nurse was hanging the bag and a leak was observed. There was a patient involved, but there was no injury. No other information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer returned one used sample for evaluation. A visual and functional investigation was performed and the reported condition was confirmed. An under water pressure test at 8 psi was applied to the set and the reported condition was observed in the tubing. The root cause is unknown. A batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up will be submitted if any additional information is received.